Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00106: it was reported that the mayfield base unit was not securely holding patient and the mayfield swivel adaptor (a1018) was broken. Based on information received, it appears this was observed when patient was on the bed prior to being pinned for a craniotomy procedure. The device was switched out. No injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the swivel sleeve replaced due to worn teeth, and the nylon washers and retaining rings were replaced due to wear. Root cause analysis: complaint confirmed via inspection of the unit. The swivel sleeve, nylon washers, and retaining rings were worn and replaced due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a